Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg issued the end of life warning on the patient¿s controller. The patient¿s parkinson¿s symptoms had worsened. The ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. As such, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.